Manufacturer narrative:
FDA medwatch report mw5075815 received 3 april 2018 did not identify facility where event occurred. No product returned, no complaint received.

Event description:
Received medwatch form mw5075815 via mail on 3 april 2018. The form noted a 1/16 in drill bit tip broke off during surgery. Doctor orthopaedic surgeon was performing a right patella surgery. Approximately 1 cm of drill bit broke off (per physician). Attempt(s) to retrieve were unsuccessful. Patient was advised. Facility had drill bit in possession as of report. No x-ray taken as piece visualized by surgeon. No facility / hospital noted.